Event description:
The patient reported experiencing ineffective stimulation since his scs system was implanted. The patient indicated he had been reprogrammed numerous times all to no avail. The patient further indicated he requested his physician revise and/or explant his scs system, but the physician refused to do so.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.